Event description:
Drive medical was notified of an incident involving a rollator by the device provider who reported that the front left wheel detached from the device causing the end user to fall. As a result of the fall, the end user sustained a hip fracture and subsequently underwent hip surgery. The device is not returning for evaluation. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.